Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that around (B)(6) 2019, the patient noticed they could not connect with the recharger to charge the ins. The patient reported they thought the ins was overdischarged. They had last charged and last felt stimulation "at least 2-3 months prior to the call". They were redirected to their doctor to check the ins and to resolve the issue. No further complications were reported or anticipated. Additional information was received from the consumer. It was reported that the ins was confirmed to be in overdischarge. In attempt to resolve the issue the patient's doctor tried a long jump start charge of the device, however it was unsuccessful. The patient tried 3 more times at home, but the issue still did not resolve. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the loss of stimulation was due to overdischarge. Patient reported issue not resolved and they would be scheduling replacement. Patient to see pcp on (B)(6) 2020 for pre-op testing.